Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 422 mg/dl. Customer did not stated any symptoms and treatment related to high blood glucose. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated that the insulin pump was cracked and had water in it. Customer stated that the insulin pump went off. Customer stated that there was fluid under the liquid crystal display. No further patient complications were reported. Troubleshooting was performed, the customer will discontinue the use of device. Frn-mmt-unk-rsvr, unomed set.

Manufacturer narrative:
Retainer ring black. Patient returned insulin pump for an alleged blank display, exposure to water, high blood glucose, and cosmetic damage located at the battery compartment observed on (B)(6) 2022. Insulin pump received with blank display. Unable to perform the displacement test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thus due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electric boards, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded), pillowing keypad overlay, minor scratched lcd window, corroded battery tube. Blank display was confirmed during analysis due to moisture damage on the electric boards. Cosmetic damage was confirmed at the battery compartment and other cosmetic damage was noted. Unable to download confirmed. Unable to confirmed high blood glucose due to blank display anomaly. Unable to download confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.